Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting a button error on her insulin pump. Customer's blood glucose is unknown. She said, the device was strapped to her leg. It was hot so she was sweating and the device may have been exposed to moisture. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. She stated she has another insulin pump at home and will switch to that one. Nothing further reported.